Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the area where the reservoir goes in, a portion of the top broke off, and half is still on there. It was keeping the reservoir in, the rubber thing inside was exposed. Troubleshooting was performed for damage and noticed the reservoir was lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.